Manufacturer narrative:
Age of device: 1 year, 1 month, 30 days. Device evaluation the cause of the reported pump stop events was confirmed during the evaluation of the returned driveline segment. The driveline was returned cut approximately 8.5" from the metal connector. The silicone cover was unremarkable. Approximately 2.5¿ from the metal connector damage there was damage to the bionate . Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. However, visual inspection of the wires found that the brown wire had a breach in the wire insulation approximately 2.5¿ from the metal connector, adjacent to the observed bionate damage. The driveline was submerged in a saline bath for hi-pot testing to check for current leakage through each wire¿s insulation. The test did not reveal any additional breaches that would have contributed to an electrical short. If the exposed conductors of the brown wire contacted the braided shield while the system was operating on a tethered power source, the resulting short could have contributed the pump stop events and alarms captured on the submitted log file. The observed wire damage appeared to be the result of mechanical damage but the cause could not be conclusively determined. The patient remains on lvad support with no further issues reported. No further information was provided.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that lvad system alarmed with "connect power" while patient was on battery. Manufacturer's technical service reviewed the log file and observed 5 pump stoppages and 12 low speed advisories which dropped below patient's low speed limit 9000 rpm. These alarms occurred when connected to power module. It was reported that patient was asymptomatic during the pump stoppages. Patient did not observed any short-to-shield. Patient was asymptomatic during the event. An x-ray was performed but was unremarkable. Percutaneous lead (driveline) replacement was performed on (B)(6) 2018. It was reported that there were no further pump stoppages. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on lvas support. The evaluation of the returned portion of the driveline confirmed an issue that could have contributed to the report of pump stops and low speed events, which were observed in the submitted system controller log file. The submitted system controller log file captured several pump stops and low speed hazard/advisory alarms between 03:51:53 am and 06:31:13 am on (B)(6) 2018. These only happened while the system controller was connected to a power module. Low flow hazard events and elevations in pump power up to 14.4 w were also associated with some of these events. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2018 and the replaced portion was returned in a segment measuring approximately 8.5¿. The outer silicone jacket was severed approximately 5.5¿ from the metal connector, and the remainder of the outer layers of the drivleine were severed approximately 6.5¿ from the metal connector. Inspection of the underlying bionate layer revealed damage approximately 2.5¿ from the metal connector, exposing the underlying metal braided shield and wires. Visual inspection of the underlying wires at this location revealed a breach in the insulation in the brown wire approximately 2.5¿ from the metal connector, exposing the inner conductors. The damage appeared consistent with mechanical damage; however, a specific cause for this damage could not be conclusively determined through this evaluation. If the observed breach in the brown wire insulation was present at the time of the reported events, and the exposed conductors made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have caused the pump stops and low speed events observed in the submitted system controller log file. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Patient remained ongoing with the device. No further information was provided. The manufacturer is closing the file for this event.